Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.

Event description:
An event involving cadd cleo reported that patient with diabetes experienced leakage during priming at the luer lock connection. The patient replaced the tubing and cassette. There was patient involvement and no harm/adverse event reported.